Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the ipg was no longer able to communicate with external devices. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 to have their ipg replaced. Reportedly, effective therapy is resolved post operatively.